Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2007 to remove and replace the acetabular liner and modular head for an unknown reason. A second revision procedure occurred on (B)(6) 2014 due to osteolysis and wear of the polyethylene acetabular liner. The acetabular liner, modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions."; number 11 states "wear and/or deformation of articulating surfaces."